Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer states the contacts on the battery cap are neither missing nor damaged. Customer state that the contacts on the battery cap are neither missing nor damaged. Customer stated that the insulin pump did not received low battery alert prior to the off no power alarm. Insulin pump had battery out limit alarm. The insulin pump will not be returned for analysis.